Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that during a revision surgery, a 2.5mm removal hex bit fractured. The screw was unable to be removed and the tip remains implanted.